Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported, a patient was hospitalized in 2006 for diabetic ketoacidosis. The reporter stated that upon admit, the patient's blood glucose was in the 433mg/dl. The reporter states that the patient, her grandaughter, was staying with her and that earlier the day of the hospitalization became ill and was vomiting. It was at this time that the patient admitted to the reporter that she had not been checking her blood glucose as she did not have a glucometer with her. At the hospital, the patient was treated with an insulin IV drip. The device will be returned for evaluation; to ensure that is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.